Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the probe was received loaded inside the driver. The cutting cannula and sample notch appeared to be in their initial positions. The cutting cannula was severely bent upwards at the base of the probe cover. It was noted that the cannula driver was visible and that the driver service hatch was not restricting the probe¿s removal. Therefore, it appeared that the probe lever was still engaged with the driver¿s lever motor/probe interface. This would lead to difficulty removing the probe from the driver, as the probe lever would need to be released while extracting the probe. Functional/performance evaluation: in order to remove the probe from the driver, the lever was accessed through the bottom of the sample cup holder and as the lever was retracted, the probe was removed with no issues. The cannula driver was in its initial position. The slider was pulled out from the slider cover, indicating that the clutch wheel was not engaging the internal gears, and that the probe was in prime/pierce mode. The gears appeared to be in alignment. Functional testing could not be performed with the probe, as the cutting cannula was severely bent. The toothed rack was found fractured at the location of the bent cutting cannula. The probe cover plate was removed to inspect the internal components. No tissue was found in the sample notch. The gears were noted to be intact. However, the toothed rack was found to be fractured near the base of the sample notch. It is unknown how or when the fracture at the base of the toothed rack occurred. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for failure to obtain samples due to poor sample condition. The cutting cannula was returned bent upward, thus preventing functional testing from being performed. However, the investigation is confirmed for a broken toothed rack at the base of the sample notch. The fractured toothed rack at the base of the sample notch may have led to the reported issue, however the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current finesse biopsy probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure the probe loses vacuum pressure because it is not closing all the way. After nine passes were taken, no sample tissues were collected. A core needle was used to complete the procedure. There was no patient injury reported.